Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. The 99% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 30mm. There was no attempt to direct stent. A 3.50x20mm liberte stent was implanted. A non-bsc balloon was used. An additional procedure was performed in the target lesion; a thrombectomy aspiration to treat a fresh thrombus. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged four days post index procedure without angina or silent ischemia. The patient was discharged with the following medications: asa 100mg per day for 9 months and clopidogrel 75 mg/day for 9 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.